Event description:
Customer reported that she was in the hospital. Customer stated she was going into a coma. Blood glucose at the time of the emergency call was over 800 mg/dl. Customer disconnected the insulin pump 1 or 2 hours prior to the incident. Customer stated that she kept getting no delivery alarms and was starting to pass out. The insulin pump is now in the custody of the hospital. No troubleshooting could be performed. Current blood glucose value is 230 mg/dl. Customer contacted her doctor as she did not have a backup plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.